Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high svc impedance greater than 200 ohms and an apparent lead fracture. During the lead replacement the patient suffered tamponade. The lead was explanted. No further patient complications have been reported as a result of this event.